Event description:
It has been reported to phillips that the device displayed error "ECG disabled".

Event description:
It has been reported to phillips that the device displayed error "ECG disabled".